Event description:
The physician reported on 30-day follow up form (dated 10/11/06) for a patient implant in 2006, patient had thrombosis of left limb, which was resolved at a follow up visit two months later. Patient died two months later of multisystem failure, not related to the implant procedure or device.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.